Event description:
It was reported that "distal locking screw on the gamma 3 nail broke." Locking screw removed.

Manufacturer narrative:
Additional info, has been requested and if received, will be reported on a supplemental report.